Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : b5 , h6 ( medical device ¿ problem code ) the fse reported that a helium gas leak was detected. Additionally, the ac power outlet retraction mechanism was faulty. Because it was difficult to store the ac power outlet, the ac power reel cord was replaced (0012-00-1688-01). Furthermore, a helium leak occurred due to improper installation of the gas tube's gasket and was resolved by reinstalling the gasket inside the gas tube. The replacement and adjustments were performed, and it was confirmed that the gas leak had stopped. Nothing was recorded in the logs, and no submissions were made. It was stated that the unit can now be used without any problem

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra aortic balloon pump (iabp) unit had helium gas leak was detected. Additionally, the ac power outlet retraction mechanism is faulty. There was no patient involvement reported.

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra aortic balloon pump (iabp) unit had helium gas confirmed and poor winding of ac power cord. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone and site name, they are (B)(6). A supplemental report will be submitted upon completion of our investigation.